Manufacturer narrative:
Tube was thoroughly examined by quality engineering in accordance with the manufacturing instructions, including a visual examination of the lumen of the tube, external shaft and cuff, the roberts valve and connector. No abnormalities or issues could be found that would cause or contribute to and airway obstruction. The cuff inflated normally without any issues or physical deformities. A stylet was also passed down the lumen to detect any blockages herniations, or lumen delamination that could not be visualized on examination. No such issues could be detected. The device history record for the lot number of the reported device was reviewed to identify any issues that may have occurred during manufacture of the product involved in the event. No deviations, issues, or non-conformances were found. Changes that might have been made to the design or manufacturing process were reviewed with the following results: no supplier material or process changes in the last two years. No manufacturing process changes impacting issue. Raw material and fg non-conformance's review; no related issues. Cuff material; no durometer changes. The IFU for the emg tube was reviewed and states: do not over inflate the cuff. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter for patency after test inflation. Secure the tube once positioned properly in the trachea. Inflate the tube cuff with a minimum volume of air or nitrous oxide injected with a syringe through the cuff inflation valve to create an airtight seal and ensure against slippage of the tube in situ. Monitor the cuff volume routinely to ensure an adequate seal is maintained.

Event description:
The customer reported that quote: blockage of the tube can not be released, end quote. We understand this to mean that they removed the tube from the patient. They further reported that they had the same problem with two other tubes during the same procedure. In response to our inquiry, the customer indicated there was no patient impact, no patient abnormalities and no physical traits which may have affected placement of the tube. The tube had been in place for 1.5 hours before the blockage was detected, and prolonged the procedure for five additional minutes.